Event description:
This research article discusses a specific case study of using electrosurgical laceration of mitral valve leaflets and stabilization of mitraclip (elasta-clip) to enable mitral valve replacement after previous mitral valve transcatheter edge to edge repair (m-teer). Complications identified with the mitraclip in this study include chordal damage, recurrent mitral regurgitation (mr), hospitalization, and surgical intervention. There were no issue with the tendyne valve used as a mitral valve replacement. In conclusion, the transapical elasta-clip procedure represents an alternative and direct approach for electrosurgical laceration of mitral valve leaflets enabling transcatheter mitral valve replacement for recurrent mr after m-teer. Details are listed in the attached article "simplified elasta-clip before transapical mitral valve replacement".

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the reported recurrent mr was due to the chordal rupture. A cause of the reported chordal rupture could not be determined. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: article titled "simplified elasta-clip before transapical mitral valve replacement".